Event description:
The capsular bag was damaged during the phaco procedure. The lens would not sit properly the incision was enlarged to remove the len. The lens was replaced with an anterior chamber lens.